Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 06/07/2018 stating that there was a spike in this lead impedance end on (B)(6) and early on (B)(6). Then on (B)(6), it was greater than 2,000 ohms and on (B)(6) for 3,000 ohms. And also, on (B)(6) 2017, there was a sudden spike to 1705 ohms then back down. The physician was dr. (B)(6) at (B)(6) hospital of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).